Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the endoscopic image was not displayed. The user cleaned the electrical contacts and connected another endoscope to the subject device, the endoscopic image slightly flickered when the video connector of the endoscope was moved. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image was not displayed when evis 160/180 series videoscope was connected to the subject device due to the failure of the electrical circuit board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The information from olympus europa se & co. Kg (oekg) found that the power switch of the subject device was failure. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the failure of the op-amp circuit of the electrical circuit board. For the power switch damage, it might be occurred due to the force while the operation of the power switch and/or the number of times of the operation which were applied to the power switch exceeded expectations. The op-amp circuit of the board and the power switch improvement have been performed as the design change, but the subject device had been manufactured before that measures.